Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2023-00015, 1627487-2023-00017. It was reported that the patient has redness around the ipg and extension site due to a suspected infection. As a result, the patient underwent surgical intervention during which the ipg and extensions were explanted.

Event description:
Additional information received indicates that an allergy test was performed and the results showed the patient is not allergic to any component in the kit.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Correction: section h10 additional narrative date should have been "a review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined." In additional report 1 instead of what was originally stated.